Manufacturer narrative:
Returned device was received in fair physical condition. Battery depleted message was found in the event history. During the evaluation of the device, the top case was found to be cracked by the tube and the battery was depleted. Replacing these two components resolved the issue. In addition there were multiple components damaged on the interconnect board. This was also a contributor towards the faults found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had physical damage and it flickers/works intermittently. There were no reported adverse events. There was no patient present at the time of the event.